Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: this device meets or exceeds 75% of its expected longevity; therefore, it is no longer considered reportable.

Event description:
Additional information indicates this device meets or exceeds 75% of expected longevity.